Event description:
On (B)(6) 2013 the reporter contacted animas, alleging an insulin on board calculation issue. Details were not provided by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:the black box information from the date of the event had been overwritten due to continued use of the pump. During testing, a 10 unit normal bolus was performed; the insulin on board (iob) calculated and correctly displayed 10 units. The history/settings issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.